Manufacturer narrative:
The insulin pump was received with a high idle current and unexpected low battery alarms due to an open lcd driver on the lcd board. The unit was received with a cracked case at the display window corners, cracked battery tube threads, a minor scratched display window, and a stained end cap sticker.

Event description:
The customer called to report that the insulin pump alarmed low battery too often. Customer stated the average battery life was about 1 week. The customer's blood glucose reading was unknown. The customer inspected the battery tube and did not find any problems. The customer requested a replacement device. The customer's device was replaced and returned.